Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2019. It was reported that after several medical examinations, the patient underwent surgery on (B)(6)2019 to have the sensor wire removed. At the time of further contact, the patient was feeling better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.